Event description:
End user reported that he was leaning against the backrest of his patriot wheelchair, with the wheel locks on, when he heard a crack. The back cane tubing cracked, broke at the weld. User slid backwards, over the rear of the chair, flipping the chair and falling onto the floor. User stated he hit his head on the floor and sought medical attention from paramedics. The screws also came undone from the seats. MDR filed. Page 10 of the owners manual states "anti-tippers must be used at all times". "Do not lean over the top of the back upholstery to reach objects from behind as this may cause the wheelchair and/or seating system to tip over". "Do not shift your weight or sitting position toward direction you are reaching as the wheelchair and/or seating system may tip over".